Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath kinked. The patient was reported to be in stable condition. Manual pressure was held and a perclose was used. Additional information was received on 11oct2020. The procedure performed was a left heart catheterization using a 6 fr procedural sheath. A pre-deployment angiogram was performed. The sheath was discovered to be kinked upon opening the package.

Manufacturer narrative:
One used 6fr angio-seal vip was returned for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath along with header bag. No other components were returned for evaluation. Visual inspection revealed that the arteriotomy locator was found to be properly mated with the hemostasis sheath. There was a kink observed on the sheath and locator assembly at the blood inlet holes. Transition from locator to sheath was normal. No other visual anomalies were noted that with the returned components. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer's specifications. Based on the evaluation, the complaint could be confirmed for kinked components. The kink that was observed on the assembly indicates likely application of an off-axis force applied while assembling the components or likely attempt to use on the patient. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.